Event description:
Patient was revised to address insufficient extension, flexion and pain.

Manufacturer narrative:
No products were returned for exam. Product info required to retrieve the device history records for review and search the complaint database was not provided. The investigation was limited to the provided info. The investigation could not draw any conclusions about the reported insufficient extension/flexion based on the info provided. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.